Event description:
The customer reported that the system would make a loud noise and the image would shrink. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative restrapped the isolation transformer and tightened the connections at the ac plug. The system was tested and found to be working as intended and put back in service.